Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of the system controller speakers continuously alarming when connected to power was confirmed. Data from the reported event date of (B)(6) 2024 in the downloaded controller event log file was reviewed. This data is from preparing the backup controller for implant without the driveline connected. On (B)(6)2024, the controller was powered on, and the backup battery was reseated multiple times resulting in controller resets. The silence alarm button was continuously pressed during these events. The controller was then powered off for a controller exchange. There were no other notable events in the log file. The returned system controller, serial (B)(6), was functionally tested and found to alarm continuously when connected to power. A manufacturing analysis task was opened to investigate the system controller speakers continuously alarming while connected to power which determined root cause is material due to damaged q4 and q6 transistors on the pcba. The transistors could have potentially been damaged due to mishandling after final assembly. With insufficient evidence it is inconclusive when the q4 and q6 transistors incurred damaged, the pcba main board passed prior to starting manufacturing and post manufacturing via passing functional testing, however it cannot be ruled out that the heartmate 3 system controller could have been mishandled prior to shipment. However, per the DHR review all inspections were conducted and passed. A general awareness training was performed for inadvertently mishandling the heartmate 3 system controller. If mishandling occurs the heartmate 3 system controller unit is to be scrapped. Plexus manufacturing solutions performed a visual inspection and did not pass due to a solder bridge on the u2 component. The solder bridge exists between pin 13 and 14. Although a solder bridge is not acceptable per inspection, this solder bridge is not a potential root cause. The pcba schematic shows pins 13 and 14 are shorted in the circuit and will not cause an alarm. As a result of the visual inspection not passing for the solder bridge on the u2 component a supplier corrective action request has been issued. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot all the system controller alarms. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during preparation of the backup system controller the backup battery was inserted and there was a continuous alarm and yellow wrench advisory message on the screen. A new battery was re-inserted and the alarms continued. The system controller was exchanged and the alarms resolved.